Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was receiving lost sensor alerts and when he removed the sensor, he noticed that the cannula was missing. Customer was not experiencing any pain or irritation. Customer is unsure if the cannula is still in the skin. He did not attempt to remove the cannula on his own. Customer was unable to troubleshoot as he was driving. Blood glucose value was 212 mg/d. Nothing further reported.